Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device. The reported symptom could not be duplicated. The event history data was reviewed. According the event history, no alarms related to the temperature of the unit were issued. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation/repair of the device has not been completed.

Event description:
It was reported that during use on a patient, the ht70 plus ventilator appeared to be overheating. It was noticed that the gas output port was hot/warm to touch and that the bacteria filter had melted and wrapped. The ventilator appeared to be operating and ventilating normally. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.